Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high impedance and loss of capture on the left ventricular lead. Programming changes were made, and the patient was asymptomatic before and after.